Event description:
It was reported that the usb port sparked when the customer attempted to charge the pump. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 226 mg/dl. A replacement pump was sent to the customer.